Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath (clear) was selected for use. During the procedure, upon aspirating the faradrive sheath, there were many air bubbles. The air bubbles were seen in the aspiration syringe. Tried aspirating numerous times, until the valve was noticed to be faulty. The aspiration was done during farawave insertion. There were no abnormalities noted during preparation or use of the sheath. A versacross connect dilator, and the tip of the farawave catheter had been in the sheath prior to, and/or at the time, the air was observed. A pressure bag was used as method of irrigation. There was no air seen in the patient. A new device was used to complete the procedure. No patient complications occurred.